Manufacturer narrative:
The customer was sent a replacement breastpump. It was identified during an evaluation of the returned product, that the power supply housing was breached. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2016, the customer alleged to medela llc that the power cord for her pump in style starter breastpump was not "clicking into the pump." She called back on (B)(6) 2016, alleging that the pump would not power on, even with another power cord.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.